Manufacturer narrative:
(B)(4).

Event description:
New information received notes that rv lead dislodgment was observed. The lead was repositioned. It is unknown if the dislodgement is related to the unsuccessful defibrillation tests.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that one day post-implant, two defibrillation tests were performed and both were unsuccessful. Physician opted to explant and replaced the lead. Patient was stable post-procedure.